Event description:
The pt was unable to turn on his implantable neurostimulator or adjust neurostimulation. The battery status lights were assessed (results not reported). Surgery to fix the problem was planned. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)